Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00432 on 25-nov-2019. Siemens filed the initial MDR 2432235-2019-00432_s1 on 30-dec-2019. Additional information (24-jan-2020): siemens conclulded that the potential cause of the discordant result was due to the malfunction of the luminometer and pinch valve for aspiration. The issue was resolved with replacement of those parts. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00432 on (B)(6) 2019. Additional information (11-nov-2019): the customer service engineer (cse) replaced the luminometer and the punch valve of the aspiration probe. Daily cleaning procedure, calibration tests, and quality controls (qc) were run. Siemens is investigating the event.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a false positive toxoplasmosis result was obtained on an advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed a dirty base dispense area in the luminometer, inundation in the syringe area due to a broken tube, and sporadic issues with aspiration valve 1. Siemens is investigating the event.

Event description:
A false positive toxoplasma igg patient result was reported using an advia centaur xp instrument. It was unknown whether the initial discordant result was reported to the physician(s). The same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant toxoplasma igg result.